Manufacturer narrative:
Findings: reliability analysis evaluated 3 random sealed reservoirs performed pre-fill reservoir test per (B)(4). Reservoirs passed per inspection no transfer guards leakage anomalies were found during analysis. Evaluated 2 opened/used reservoirs performed pre-fill reservoir test per (B)(4); 1 of 2 reservoirs failed per inspection, reservoir transfer guard needle occluded. Remaining transfer guard needle passed per inspection no leakage anomaly during test. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 124 mg/dl. The customer stated that the leak occurred while filling the tubing. The customer stated the reservoir was discarded. The customer stated that the location of the leak is at transfer guard. The customer found that it leak to the pump. The customer already changed the reservoir. The customer was advised to return the reservoir and transfer guard. The customer was advised that we will replace the entire box of sets.